Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: khamooshian et al. Mitral valve annuloplasty rings review of literature and comparison of functional outcome and ventricular dimensions. Innovations (phila). 2014 nov-dec;9(6):399-415. Doi: 10.1097/imi.0000000000000115. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding a meta-analysis of commercially available mitral valve annuloplasty rings and bands. All data were collected from medline and embase databases as well as 41 clinical studies which included degenerative (deg) or ischemic/dilated cardiomyopathy (icm). The study population included 5780 patients (mean age 61.3 years) which was broken out into two groups: 3869 patients (mean age 59.2 years) in the deg group and 1911 patients (mean age 65.7 years) in the icm group. Devices from multiple manufacturers were referenced; medtronic products included profile 3d, duran ancore, simulus, and colvin galloway future rings or bands. No serial numbers were provided. The literature noted mortality but did not provide causes of death. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients, adverse events included: moderate mitral regurgitation, mitral stenosis, pannus formation, and reoperation. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.